Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet system after a supply change, with concerns that the infusion set was lifted and potentially kinked; the user¿s insulin cartridge depleted rapidly and the care team transitioned the user to a steel needle infusion set to address suspected site issues. Symptoms included excessive thirst and elevated blood glucose up to 320 mg/dl, with readings above target most of the day; ketone testing was normal and the user increased hydration per plan. Outcomes included no medical intervention, no hospitalization, and no reported injury. Troubleshooting and education were provided regarding infusion set placement and the risks of concurrent glucose-lowering therapies, and a replacement infusion set type was supplied. Investigation included technical support review and user coaching on infusion set technique. Investigation of this case revealed a probable infusion site/occlusion issue due to set displacement or kinking, with resolution after switching to a steel needle set and caregiver assistance. It was concluded that the event was consistent with hyperglycemia from impaired insulin delivery unrelated to a device malfunction, with user technique and infusion site factors implicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.